Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. As the occlusion alarm occurred in the past, troubleshooting was unable to be performed. Reportedly, the customer's blood glucose (bg) level was 350 mg/dl at the time of the alarm. The customer changed all supplies and delivered a bolus via the pump to stabilize impacted bg levels. The customer would continue to use the pump for insulin therapy.